Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a high blood glucose level of 480 mg/dl at around 1:30 am on (B)(6) 2017. The customer had eaten a large quantity of carbohydrate and did not administer any insulin to cover it. The blood glucose level was corrected with a dose of insulin. Their high blood glucose level was resolved later in the morning. It was also noted that the infusion set had needed to be changed at the night of the event. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.